Event description:
Reporter alleged customers blood glucose had been reading higher lately so she took him to the hosoital to hve glucose tested. Reported stated the customers meter read 275 mg/dl on his advantage system compared to the hospital result of 120 mg/dl when testing was performed with <5 minutes apart. No actions or treatment reported. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
Additional concomitant medical products: ranitidine hcl 2 yrs - 150mg; metoprolol tartrate 2 yrs - 25mgt tab twice daily; glipizide 12 yrs - 5mg twice daily; simvastatin 4 yrs - 80mg once daily; gabapentin 15 yrs - 600mg 2 tabs 4 times daily; morphine sulfate sr 11 yrs - 15mg every 12 hours; etodolac 1.5 yrs - 400mg 3 times daily; morphine sulfate ir 11 yrs - 15mg as needed; centrum silver 1 mo - once daily; potassium 3-4 yrs - once daily; aspirin 10-12 yrs 81 mg once daily; epideral caudal few syrs - 3 yearly.